Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had complications. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial/batch: (B)(6).

Event description:
It was reported that the patient had complications. The patient underwent an explant procedure. Additional information was received that the patient had thoracic spine epidural hematoma following an implant procedure. All device components were explanted.